Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 545mg/dl. It was stated that the events leading to her admission was vomiting and rapid heart rate. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.